Event description:
It was reported that a pump declared an altitude alarm, which caused the customer's insulin to be suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Customer reverted to an alternate method of insulin delivery.